Manufacturer narrative:
Device fracture/failure is a known potential adverse effect and is listed on the instructions for use. The surgeon stated that they had significant difficulty starting the cap screw into the implanted screw. The tulip slot was lateral to the rod; when the tulip was attempted to be forced into this new position for better spinal alignment (reduction/manipulation), the manipulation may have placed too much stress on one of the tongs of the tulip leading to fracture. The most probable cause of this failure is due to excessive manipulation of the rod/spine. In these situations, the surgical technique suggests bending the rod to match the screw path. The following are contributing factors that are included to provide all information from the investigation: components, a cocr rod in this case, from another manufacture were used instead of the rods from the manufacture of the screws/locking caps. While the designs of rods are fairly general, the instructions for use clearly warns against this. Cocr rods were used in this case. Excluding the fact that they were from a different manufacture, this portion of the analysis will assume that this fact is negligible for more perspective. Cocr is significantly stiffer than ti rods. The surgeon stated that the rod was too lateral compared to the tulip slot. Regardless of the difference of stiffness between materials, they should be significantly stiffer compared to the stiffness of an unfused spine. While the deflection will be different when a force is placed on the rod from the tulip, the stress on the tulip should remain the same. While cocr maybe a factor, it is possible this could have also occurred with a ti rod, unless the surgeon decided not to bend the rod based on the material. Another possibility is a defect in the material. The material used for the tulip is the same material grade and astm specification used by the greater majority of all pedicle screw implants it is possible that the material can include defects, but without the device or material analysis this is speculation. Also, the screw was replaced with the same size/length screw from the same lot. The lack of failure afterwards suggests that it isn't material, but a different approach to final tightening/rod positioning.

Event description:
Patient had an original surgery at unknown date. Surgeon determined that a revision surgery was needed due to non-union. The surgeon performed the revision surgery on (B)(6) 2023 which resulted in device malfunction. Surgeon performed a revision surgery on t11-illium. An undisclosed system was removed and replaced with the dark star deformity pedicle screw system. The 6.5 diameter x 50mm low top triple lead fine pedicle screw was installed in an unknown anatomical location. The surgeon used 6.0mm cocr diameter rod from a different manufacture. Surgeon stated that the rod was not fully seated and not in line with the tulip (more lateral than the rod placement). The surgeon attached a cap screw to the cap screw starter (driver) and attempted to use the threads to seat the rod. The surgeon had significant difficulty getting the cap to push the rod down and began to apply an excessive amount of torque to the construct. This resulted in one side of the tulip bending perpendicular to the rod and eventually fracturing. The surgeon confirmed no lose fragments were in the surgical field, removed the rod/cap screws, removed the malfunctioned screw and implanted a new screw of the same size and lot. The surgeon repeated implantation and stated that they had no further difficulty completing the surgery. The surgeon was able to complete the surgery with minimal delay. The surgeon searched for the malfunctioned screw ex post facto, but stated that it was discarded before he could obtain it; leaving post event analysis of the device impossible. The surgeon reported that the patient had no abnormal responses or post operative symptoms and is expected to make a full recovery.